Manufacturer narrative:
Alleged failure: burned through drape. Probable root cause: damaged light cable. Damaged scope. Damaged coupler. Damaged leds. Main board malfunction. Loose / misaligned jaw assembly. Light engine/ light pipe malfunction or damaged. Bent esst contact. Inconsistent esst contact. Camera head communication. Front board malfunction. Touch panel malfunction. Power supply malfunction. Thermal switch malfunction. Ac inlet board malfunction. Inadequate air flow. Sidne port malfunction. Poor workmanship. Inadequate calibration. Use errors: 1-9, 12-13, 16-28. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event prior to the procedure.